Event description:
It was reported that the colonovideoscope was reprocessed and the water filters in the reprocessor had not been replaced in nine months. The issue was found during repair and maintenance of the reprocessor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Update to d4, d8, d10, e4 and g3.

Event description:
No additional information from the customer.